Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius, brown particles and underweight. A visual and microscopic analysis was performed which identified crease sharp opening, stress marks, crease fold and wear abrasion. Base on the device analysis the final assessment is: a opening crease sharp on radius assessed as a fold flaw opening. Additional, changed, and/or corrected data.